Event description:
The patient reported receiving inappropriate shocks while sitting on the lawn mower. The patient also reported being seen at the clinic and the physician stated that the mower did not cause the shocks and the shocks were appropriate. Follow-up was conducted to confirm if the shocks were or weren't appropriate. The physician's nurse stated that the chart data indicates that the patient received shocks approximately three months prior to the patient's call and the physician stated that the shocks were inappropriate. The nurse didn't have data in the chart regarding any actions taken. The device remains in use and if any additional information is received from follow-up, it will be reported. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Device remains in use.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.